Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer accidentally dropped the pump, resulting in a cracked touchscreen. The touchscreen was no longer functional. There was no impact to the customer's blood glucose levels. The customer reported that manual injections would be used for alternate insulin therapy.